Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient had gone through withdrawal last year (relative to (B)(6) 2019) in (B)(6) because the healthcare provider (hcp) office told her the wrong date, never called her about her refill, they told her she missed the appointment, her pump alarm never went off, and she went through withdrawals. It was awful. Her pump never alarmed for 15 days and by the time she figured out she was in withdrawal, her hcp was on vacation. She went to the emergency room (ER) 3-4 times, when the hcp came back they filled her pump and she was fine but it took a while to get back to normal. There were no further complications reported at this time.